Event description:
Procedure type: lap gastric bypass. According to the reporter: after applying the device it was noted that the donuts were normal but staples did not form. The anastomosis was hand sewn to complete the procedure. No blood loss occurred but surgery time was extended thirty five minutes as a result.